Manufacturer narrative:
After further review of additional information received the following sections a1, b5, d4, d5, g1, g3, g5, g7, h1, h2, and h4 have been updated accordingly. Section h3: the engineering evaluation noted that revision was likely the result of increased joint laxity, which may have led to the reported pain. Any report of pain greater than 8 months postop for the placement of a knee total joint systems is highly unlikely related to the surgical procedure for placement of the knee total joint or the device itself. Therefore, the DHR will not be reviewed. Intractable pain is listed in the optetrak logic cc IFU (700-096-149) under the total joint surgery risks section. Contraindicated patients include but are not limited to: patients without sufficient soft tissue integrity to provide adequate stability. Section(s): no information has been provided: a4, a5, b6.

Event description:
Revision due to pain and surgeon concerned about laxity. Revised the liner and debrided scar tissue around old implant. All loose bone was removed, and stability of tibial tray and femur was confirmed using light malleting and a bone tamp. A trial liner 15mm was placed and run through range of motion and laxity was checked. A larger 18mm liner trial was then placed and run through a range of motion and ligament laxity was checked. The surgeon chose this implant and expects patient to recover well. The surgeon upsized the cc tibial insert from a size 3, 15mm to a size 3, 18mm.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2009. Revision of old liner and debrided scar tissue around old implant. All loose bone was removed, and stability of tibial tray and femur was confirmed using light malleting and a bone tamp. A trial liner 15mm was placed and run through range of motion and laxity was checked. A larger 18mm liner trial was then placed and run through a range of motion and ligament laxity was checked. The surgeon chose this implant and expects patient to recover well. The surgeon upsized the cc tibial insert from a size 3, 15mm to a size 3, 18mm.